Event description:
It was reported the picture flickers, suspected to be due to defective cable. According to the reporter, the customer was unable to tell whether the error occurred before or during the examination. A technician was onsite and repaired the device ( suspected defective cable was replaced). There was no patient harm, no user injury reported due to the event.

Manufacturer narrative:
The subject device was not returned for evaluation. As stated, the device was repaired, cable was replaced by a technician onsite and no other issue reported after repair. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause cannot be identified. Olympus will continue to monitor field performance for this device.